Event description:
The caller reported that the insulin gauge displayed an amount different from expected, specifically showing a fill estimate issue with a current display of 105 units instead of the expected 162 units, and the discrepancy was greater than 30 units. There was no adverse impact to the customer's blood glucose level reported. The customer completed necessary troubleshooting steps, including removing air from the cartridge and using room temperature insulin. The customer overfilled the cartridge with insulin. The customer acknowledged the guidance but chose not to load a new cartridge, opting instead to continue using the current one and follow up if necessary.